Event description:
It was reported that this patient presented to the emergency room stating he was shocked two times at his home and had a syncopal event. The patient has a history of ventricular fibrillation (vf) and device evaluation was requested. Review of the vt episode identified it was 50 seconds in duration. Undersensing occurred; however, it was converted with a 80j shock. The patient was brought into the clinic and defibrillation threshold testing (dft) was performed. The sensing vector was reprogrammed from secondary to primary vector. Undersensing was not observed; however, conversion was unsuccessful. The subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were explanted. A transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room stating he was shocked two times at his home and had a syncopal event. The patient has a history of ventricular fibrillation (vf) and device evaluation was requested. Review of the vt episode identified it was 50 seconds in duration. Undersensing occurred; however, it was converted with a 80j shock. The patient was brought into the clinic and defibrillation threshold testing (dft) was performed. The sensing vector was reprogrammed from secondary to primary vector. Undersensing was not observed; however, conversion was unsuccessful. The subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were explanted. A transvenous system was implanted. No additional adverse patient effects were reported.